Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that out of range stimulation was seen while reprogramming the stimulator. There were no known factors that led to t he issue. A notice came up for a possible short circuit on electrodes 8, 9, and 11 while reprogramming the device at normal follow up on (B)(6) 2019. The rep reprogrammed the device with sufficient stimulation while avoiding those electrodes in programming. The issue was resolved. No symptoms or further complications were reported.